Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone (B)(6). The clinic is reporting this product problem only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification unit was intermittently freezing. The freezing reported did not cause a delay or cancellation of the cataract procedures. There is no patient injury reported.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the system monitor to resolve reported issue. In addition, the fss performed a pm (preventative maintenance). During the pm, the fss noticed the fluidics bezel was cracked. The fss replaced the fluidics bezel. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.